Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and high blood glucose levels. The customer¿s blood glucose level was 12 mmol/l at the time of the incident. The customer stated that their current blood glucose was high as the meter had high message displayed. The customer¿s other relevant blood glucose level was 27 mmol/l. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer was using insulin pump within 48 hours of the event. The customer alleged that the insulin pump was under delivering insulin. The customer was treated with insulin pump for high blood glucose values. The drive support cap was normal. Troubleshooting was performed and the product will not be returned for analysis.